Manufacturer narrative:
Device was used for treatment, not diagnosis. Not explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Without a lot number, the device history record review and the investigation could not be completed. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes reports an event in (B)(6) as follows: it was reported that during surgery of a male patient on (B)(6) 2016 four matrix midface screws broke when the surgeon started with the procedure. After the incident the surgeon continued and ended the surgery normally without prolongation. All broken off pieces were removed from the patient. There was no patient harm. The surgeon used other screws instead. Three screws were broken and one screw is bent. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: three screw heads were received without the broken shaft and reported as part # 04.503.206. Due to the size of the fragment received and since the shaft/tips of the implants were not received, the part number of these three devices is unable to be confirmed. One intact 04.503.226 was received bent. The damage to all four devices is consistent with being subjected to excessive insertion torque, possibly due to insertion into excessively hard bone. The cause of the complaint condition is unknown, but it is most likely due to inserting the screw into hard bone without pre-drilling first. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The part numbers for the three screw heads was unable to be determined since the shafts of the implants were not received. Dimensional analysis of the intact screw showed that it was part # 04.503.226. Calipers ca186 were used for all dimensional inspections/measurements. Investigation done by the us customer quality investigating engineer: this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.